Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On b)(6) 2014, the lay user/patient contacted lifescan (lfs) to report a casing issue with their onetouch ultramini meter. The patient reported that they were unable to remove the battery cover. The complaint was classified based additional information obtained by the medical surveillance specialist (mss) after listening to the call recording. The patient reported that on b)(6) 2014, she received a message on the meter indicating that the battery was running low. The patient mentioned she was able to test with the subject meter after receiving battery indicator message; however, was unable to test on the morning of b)(6) 2014 due to meter not powering on. The patient reported she attempted to remove battery cover; however, was unable to. The patient is on insulin pump therapy. It is not known if the patient made any changes to her usual diabetes management after she was unable to test with the subject meter. The patient reported developing symptoms of feeling ¿shaky and nauseous¿; symptoms she associated with a low blood glucose, several hours after the issue began. The patient reported treating self with candy in response to low blood glucose symptoms. At the time of troubleshooting, the patient informed the customer care advocate (cca) that she took the subject meter to the pharmacy and they were able to remove the battery cover using a tool. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after she was unable to test with the subject meter.